Manufacturer narrative:
The insulin pump powered up properly after the battery installation. However, the display faded out after pressing any button due to a short at the liquid crystal display driver circuit board. The functional testing could not be completed due to the display anomaly. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the display on the insulin pump was a rainbow effect, causing a partial display. No significant event leading up to the event were mentioned. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.